Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3234 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in italy.

Event description:
It was reported during the cleaning of the catheter they noted a leakage of physiologic solution in the external portion of the catheter on the (B)(6) 2021. No other information was provided.